Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached greater than 250 mg/dl. Specific blood glucose level was not reported. The pod was worn between 4 and 24 hours. It was reported that the patient was visiting with their endocrinologist. While visiting, patient was feeling unwell, so the endocrinologist removed the pod and noticed the cannula was kinked. Patient was then sent to the emergency room to get insulin pens. Patient was directly admitted to the intensive care unit. Symptoms reported include nausea, vomiting, headache, leg cramps. The patient was treated with insulin drip and potassium, dextrose. The patient was released the following day (B)(6) 2025.